Event description:
Cotton swabs bought at target upc code 16522 68169, code above upc = 063 07 0051. Many of the swabs come out of the bag with one or both cotton ends removed. Leaving a sharp plastic stick. Yesterday morning, I used one swab -both ends had cotton- in my ear, and the stick came away with the cotton swab left inside my ear, I had to take tweezers to pull the cotton tip out. I feel this is dangerous and these cotton ends obviously don't stay on these sticks. There was no injury or damage as a result of this incident.